Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing and archive data review. The user advisory (ua) 45 error can be cleared by rotating the driveshaft to home position using the administrative menu. However, in this case, the administrative menu could not be accessed due to the defective membrane switch on the user control panel as a result of normal wear and tear for the age of the device. The autopulse platform is a reusable device and was manufactured in june 2008 and is more than 11 years old, well beyond the expected service life of 5 years. During initial functional testing, user advisory (ua) 45 displayed upon powering on the device. The archive data review indicated multiple error message user advisory (ua) 45 on the reported event date. Visual inspection was performed and noted no physical damages upon receipt. Following the repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
It was reported that the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The customer was unable to access the administrative menu on the platform to clear the error. No additional information was provided. No known impact or patient consequence information was available.